Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of contamination. All device channels (distal end, forceps raiser, instrument / biopsy / suction channel / air / water channel) found no detection of microorganism. The results conform in accordance with rki-bfarm-guideline. The device evaluation found the following: the up / down knob could not be locked securely due to wear of the forceps elevator lever, the switch box had a scratch, the scope cover plate was detached, the forceps channel port had corrosion, water tightness was lost due to the guide pin of the electrical connector being shaved, the sheet holder unit had corrosion due to water leakage, the plastic distal end cover was deformed, there was a metal particle around the forceps elevator, the forceps elevator had corrosion, the adhesive around the light guide lens had wear, the adhesive on the bending section cover was detached, the bending angle in the up / down / right / left direction did not meet the standard value due to wear of the angle wire, the play of the up / down / right / left knob was out of the standard value due to wear of the angle wire, the bending angle in the up direction exceeded the standard value due to a dent in the bending tube, the fixing force of the guide wire did not meet the standard value due to corrosion on the forceps elevator, and the light guide lens had a chip. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during maintenance, the evis exera ii duodenovideoscope had a cultured positive, bending bonding, and the biopsy channel tip was damaged. The device tested positive on (B)(6) 2023, for 2 colony forming units (cfus) of klebsiella pneumoniae and 9 cfus of e coli, the biopsy channel was sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.